Manufacturer narrative:
During a follow-up call on 7/7/2017 by tandem technical support, the customer confirmed that the fill estimate was accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 220 units of insulin. The customer changed the supplies on the pump. The customer's blood glucose level was in the 400's (mg/dl), and was addressed with a correction bolus.